Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had unloading problem. After firing, the articulated cartridge did not move to the neutral position and did not move at all.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The eeprom (electronically erasable programmable read-only memory) was uploaded and indicated 4 autoclave cycles for the handle. A pmv representative adapter and sulu (single use loading unit) were connected to the subject handle and applied to test media. The device responded correctly and the reload was able to be fired. The reload cleanly applied staples and transected the test media. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device had unloading problem. After firing, the articulated cartridge did not move to the neutral position and did not move at all. New device was used to complete the case. There was no patient injury.